Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, eighty (80) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper cocked as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared blood collection for the patient and pasted the label to check the quality of the test tube, she found that the purple test tube cap used in the blood analysis test item was separated from the test tube body. After changing the test tube, the nurse drew blood for the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared blood collection for the patient and pasted the label to check the quality of the test tube, she found that the purple test tube cap used in the blood analysis test item was separated from the test tube body. After changing the test tube, the nurse drew blood for the patient."